Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling and loss of ventilator hours. There was no pt involvement. Covidien customer support engineer inspected the device and installed the customer purchased breath delivery unit (bdu) pcb and also installed a new datakey. The ventilator passed all testing.